Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user observed a "pop" and a "burning smell" when the device was powered on. An alternate device was employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.